Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to an infection. It was noted the patient was culturing a foot wound and the organisms cultured were staphylococcus aureus, enterobacter cloacae, streptococcus anginosus, and alcaligenes faecalis subsp faecalis. Additionally, it was indicated that there was vegetation noted on the rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.